Event description:
Additional information received reported that the cause of the implantable neurostimulator (ins) turning itself off was not determined. An impedance check was performed where all electrodes were in range. The manufacturer representative (rep) made sure that the adaptive stimulation was set properly. The patient had not had an issue with it turning off in the past week prior to the report.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer and a manufacturer representative that the implantable neurostimulator (ins) was turning off. On all four of the patient¿s groups it felt like the ins would turn itself off and when the patient would check their device with their patient programmer it would confirm that the ins was off. Adaptive stimulation was on for 3 of the 4 groups and high density programming was on for 1 of the 4 groups. With the high density group they would feel their pain return, not a loss of stimulation. The impedances were checked and showed a range of 790 to 1030 ohms and no specific impedance concerns. The patient was indicated for non-malignant pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.